Manufacturer narrative:
This case was previously reported on pr 8780453 with MDR #3030677-2018-02661. The investigation has been completed.

Event description:
It has been reported that the device is failing self-test.